Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports injection with one syringe of juvéderm® ultra xc in the upper lip. Edema, pain and erythema occurred at the injection site (r upper lip). There is a ¿red line inside the upper lip on the right side, its swollen and raw." 2 days post injection, "it got sore, just and got worse, it also burns.¿ etiology noted as vascular occlusion. The patient self-treated with arnica. No diagnostic testing was administered. The symptoms are ongoing.

Manufacturer narrative:
Additional data: b.5., h.6.

Event description:
Healthcare professional encouraged patient to seek treatment. The patient visited a doctor who didn't do anything and told patient it was a bruise and will go away. According to the patient, "severe pain and swelling on [patient's] upper right lip finally was cured after going to and paying a dermatologist. It did not require hyaluronidases as the swelling was due to having been injected too close to the inner surface of the lip. [Patient] still have a lump on the left side of upper lip as well as one on left lower lip. It is already fixed mostly by giving time for healing. It wasn't a fix-it issue. Rather it was incorrect technique that caused the problem." Per injector, there was no dissolver needed so there was no vascular occlusion. Symptoms have resolved.